Event description:
The initial reporter received a questionable hba1c iii tina-quant hemoglobin a1c iii result for one patient tested on a cobas c 501 module. The customer confirmed qc was acceptable. The customer did not report the patient's initial hba1c result outside the laboratory due to the glucose result was not high. The customer performed repeat testing with the patient's sample. At 09:18, the patient's initial hba1c result was 11.20% with a data flag. At 10:23, the patient's repeat hba1c result was 5.87%. The hba1c reagent lot number was 543874 with an expiration date requested but not provided.

Manufacturer narrative:
The customer performed precision testing with acceptable results. The field service engineer found an issue with the rinse station. He replaced the cuvette and photometer lamp. He performed system checks with acceptable results. Based on the provided information, no general product problem was found. The investigation determined the service actions resolved the issue.